Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On 11-september-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse spoke with the customer and found that the customer cleaned the incubator and removed all test cups. All errors cleared and the aia-2000 instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from 11-august-2016 through 11-september-2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 error messages is as follows: [2070] clogging detected during specimen suction by main arm. Cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution : verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube, and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause for sample clot detection/pressure detection was the incubator jammed due to the test cups.

Event description:
On (B)(6) 2017, a customer reported error 2070 sample clot detection/pressure detection on the aia-2000 instrument. Customer noted that she reran the samples that had the flag. After rerunning the sample, the flag didn't appear. Results were close upon rerun. Customer is unable to run quality control samples on afp tumor markers. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.